Manufacturer narrative:
E1: patient city: (B)(6) patient country: france. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in france. It was reported that the patient experienced adhesive issue event on (B)(6) 2025. Patient reported infusion set is not adhering long enough. No further information available.